Event description:
Information received indicates the foot siderail is not staying up.

Manufacturer narrative:
The technician found the roll pin and latch were missing. He replaced the roll pin and latch to repair the bed.